Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated positive results for influenza a/b. The same sample was retested on a different platform (abbot ID now flua/b test) which yielded a positive result for influenza a only. The initial positive influenza b result was not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Although the exact root cause cannot be identified, the most likely cause of the result discrepancy is the difference in technology and/or sensitivity of the two assays. As the influenza b result was slightly delayed, it is possible that the lower titer for influenza b contributed to the result discrepancy.